Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as fold flaw opening. As per the investigation procedure: creases, particles and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported, right side collapsed. Healthcare professional, later reported, a right side leak/deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side collapsed. Healthcare professional later reported a right side leak/deflation. Device remains implanted.

Event description:
Patient reported right side collapsed and deflation. Healthcare professional later reported a right side leak/deflation. Device has been explanted.

Manufacturer narrative:
Corrected data: d.6b.